Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was high (480 mg/dl at its highest) and there was small trace of ketones. A corrective bolus and insulin injections were administered to address the bg level. The infusion set site was changed. A pump system check was performed and the pump time was found to be off by 3.5 minutes. The contact was not completely sure what was causing the high bg; however, the customer could be sick. The contact did not believe that the incorrect time had contributed to the bg level and reported that the customer could be sick. The contact later reported that the bg had dropped to 119 mg/dl and the ketones were resolved.